Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument for failure analysis evaluation. Failure analysis could not replicate or confirm the customer reported issue. A review of the system logs was attempted; however, no logs were available. The instrument was evaluated on an in-house system and tested three times, passing recognition and engagement each time, demonstrating intuitive movement with full range of motion in all directions, and proper jaw/grip opening and closing. No debris was found on the jaws, and no damaged or loose grip cable was identified at the proximal end. Sealing/cutting performance could not be assessed because the instrument was returned with the cord cut. The instrument was returned with the integrated cord missing. Based on the available results, the reported issue could not be verified.

Event description:
It was reported that during a da vinci-assisted abdominal perineal resection procedure, material from the vessel sealer extend instrument may have scraped off, resulting in a fragment falling into the patient. The metallic fragment was retrieved during the same procedure. The intuitive surgical, inc. (Isi) clinical sales representative (csr) observed no visible damage to the instrument and confirmed that it continued to function as expected throughout the case. The surgical team successfully completed the procedure without further complications. The csr additionally reported that the patient was doing well. On (B)(6) 2026, isi received user facility report 0300640000-2026-8006 stating: during the robotic portion of the surgery a part of the robotic vessel sealer broke off while in use inside the patient. During the case, there were silver-colored pink shavings visible in the abdomen. It was unclear if these had come from one of the surgical instruments. The robotic rep was notified. All visible shavings were removed. And the abdomen/pelvis was later irrigated and flushed with egress through the perineal incision to remove any missed shavings from the abdomen/pelvis.